Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut at pink probe, loose tip, no thixotropic adhesive at forceps cover, bending section cover gluecracks, and pinholes on the glue of the light guide lens. There was no patient involvement.